Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse went to administer the neulasta pfs dose to a patient, the "safety retraction system was found loose" on a bd ultrasafe¿ manual needle guard. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. 25 retained samples were inspected. All samples have intact syringe capture features. No damage was observed. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This device was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion the syringe most likely became detached as it was not clipped into the device or the product received an external impact after syringe insertion which caused the syringe to unclip from the device. Bdm-ps was not able to confirm the detection of the symptom perceived by the customer or correlate this symptom with a potential cause linked to the manufacturing process. No corrective action or preventive action is proposed in the scope of this complaint.

Event description:
It was reported that when the nurse went to administer the neulasta pfs dose to a patient, the "safety retraction system was found loose" on a bd ultrasafe manual needle guard. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that when the nurse went to administer the neulasta pfs dose to a patient, the "safety retraction system was found loose" on a bd ultrasafe¿ manual needle guard. There was no report of exposure to mucous membranes, serious injury, or medical intervention.